Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. Approximately eleven (11) years post index procedure the patient was informed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately five (5) struts had significantly perforated the inferior vena cava (ivc) and one (1) strut had fractured. As a direct and proximate result of these malfunctions, the patient has suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief the patient underwent placement of defendants' trapease vena cava filter approximately 11 years post index procedure the patient was informed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately 5 struts has significantly perforated the inferior vena cava (ivc) and 1 strut had fractured. As a direct and proximate result of these malfunctions, the patient has suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: section g4 (date received by the manufacturer ), section h4 (manufacturing date), section h6 (evaluation codes). Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. Approximately eleven years post index procedure the patient was informed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately 5 struts has significantly perforated the inferior vena cava (ivc) and 1 strut had fractured. The patient is also reported to have experienced swelling in the legs and anxiety. As a direct and proximate result of these malfunctions, the patient has suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation and fracture could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the perforation and fracture has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (brand name), (model, catalog, lot number), (date received by the manufacturer), the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief the patient underwent placement of defendants' trapease vena cava filter approximately 11 years post index procedure the patient was informed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately 5 struts has significantly perforated the inferior vena cava (ivc) and 1 strut had fractured. As a direct and proximate result of these malfunctions, the patient has suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the alleged side effects approximately eleven years and five months post implantation. The patient also reports suffering from swelling in the legs and anxiety.